Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer was able to fill the same cartridge using the same needle and resume insulin delivery. In addition, it was reported that the customer experienced low blood glucose (bg) levels of 40 mg/dl. Customer drank juice to address low bgs. Tandem technical support performed a system check on the pump and determined that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.